Manufacturer narrative:
The subject device was returned and visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly. The entire barrel insert was returned, but it had broke into two pieces. The tabs that hold the barrel insert in the cannula had been crimped, however, it appears that forces applied to the device during use resulted in the barrel insert breaking and detaching. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent. Based on review of the sample it appears that forces applied to the device were sufficient enough to cause the detachment and breakage of the barrel insert. At this time it cannot be determined what caused the device to misfire as reported. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: it was reported that during a laparoscopic ventral hernia repair procedure with a hydrated ventralight w/echo and an optifix fixation device, the device was misfiring and that fasteners were falling out. It was also reported that the tip of the optifix broke. No patient injury was reported. Procedure was finished with a non davol device.